Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the right ventricular lead had elevated threshold over time, high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554 lead, implanted (B)(6) 2002. (B)(4).